Manufacturer narrative:
A ge oec service representative investigated the issue and found several issues. The ground was broken on the power cord which was removed and replaced. The system needed a cpu upgrade/replacement. The single board computer was upgraded and replaced with associated components, and the interconnect cable was also replaced to restore proper functionality. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system would intermittently not boot correctly. Cold boot issue that required a power recycle to boot-up. Communication failure errors displayed.